Event description:
A non-healthcare professional reported that patient moved during flap creation causing suction lost and incomplete flap, flap was recut (surgical intervention) in the patient¿s left eye during lasik surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the surgery date. Latest preventive confirmed that system meets specifications as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The logfile shows thirteen successfully performed treatments. The reported treatment could be identified in the logfile. The treatment of the patient´s left eye was aborted by device during bed cut. Treatment was only forty-three percentage complete. The warning message ¿vacuum exceeds limits - treatment is aborted. Repeat vacuum check¿ appeared once. The vacuum pumps were shut off. This happens when patient is nervous and moves or rolls eye. The thickness of the flap was that is thinner than the recommended flap thickness. Review of the log files for the treatment day does not show any other relevant warning or error messages. The root cause could not be identified during logfile review. The user restarted the treatment on the same day and finished the treatment without any problems. The root cause could be identified as patient related (patient movement). The manufacturer internal reference number is: (B)(4).